Event description:
It was reported the r51lxp powered wheelchair shut down unexpectedly during use. The patient was thrust forward, out of the chair, hitting his head on the ground. The patient was wearing a cranial cap at the time of the incident but sustained scratches to his hands and knees. The patient was taken to the emergency room for treatment. No further patient complications were reported as a result of this event.